Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, the left ventricular lead exhibited loss of capture. X-ray imaging showed that the lead was dislodged. The patient presented for a lead revision procedure. During the procedure, while attempting to remove the left ventricular lead, the lead's electrode broke off. The lead was ultimately explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and detachment of device component. As received, a complete lead was returned in one piece. The reported event of detachment of device component was confirmed. Visual inspection found the ring electrode missing from the lead body insulation at the distal region consistent with procedural damage. The cause of the electrode breaking off is consistent with procedural damage. The event of failure to capture was not confirmed. Electrical testing was normal.